Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿high impedance¿ was not confirmed. Analysis of the returned lead found it was returned complete. On the terminal end of the lead there were setscrew engagement marks observed on the appropriate contact that were consistent with the lead having been fully inserted and secured. The returned lead passed end to end continuity and inter-channel continuity testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.